Event description:
It was reported that during the procedure the tabletop locks were not releasing. The user needed to reboot the system multiple times, causing a delay in the procedure. No patient or user harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis of vascular procedure and the procedure was completed by rebooting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed the reported issue. The rse checked the system log files and determined that the system lost communication with configured ui modules. Also the rse suggested the philips field service engineer (fse) to replace power supply. The fse replaced the faulty pdu(power distribution unit) supply unit and geo tso cable. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.